Event description:
A report was received that the patient was experiencing swelling at the ipg and lead sites. The patient had developed an infection. The physician explanted the patient and prescribed antibiotics. During the explant the physician cut the tail on the paddle and left the electrode portion implanted as it was close to the dura. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing swelling at the ipg and lead sites. The patient had developed an infection. The physician explanted the patient and prescribed antibiotics. During the explant the physician cut the tail on the paddle and left the electrode portion implanted as it was close to the dura. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing swelling at the ipg and lead sites. The patient had developed an infection. The physician explanted the patient and prescribed antibiotics. During the explant the physician cut the tail on the paddle and left the electrode portion implanted as it was close to the dura. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2366-50 serial#:(B)(4) model description:linear 3-6 lead 50cm model#:sc-8116-70 serial#:(B)(4) model description:artisan 2x8 paddle lead, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician removed the portion of the paddle which was left in the patient. The patient is reportedly doing well following the procedure. The explanted portion of the lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient will have the remaining portion of the paddle lead removed.